Event description:
It was reported to covidien on (B)(4) 2010 that a customer had an issue with a peritoneal dialysis catheter. The customer reports the pt developed a hole in his quinton swan neck pd catheter at the end of the adapter. The pt required prophylactic antibiotics.

Manufacturer narrative:
Submit date: (B)(4) 2010. An investigation is currently underway. Upon completion, the results will be forwarded.